Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis was performed on the returned device. The reported difficult to remove the closure device could not be replicated in a testing environment. The reported failure to deploy the suture was confirmed. A conclusive cause for the reported difficult to remove the closure device could not be determined. The reported failure to deploy the suture and subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that arteriotomy closure of the left common femoral artery was attempted using a proglide device via an 8fr sheath after a percutaneous coronary intervention. Reportedly, resistance was felt during removal of the proglide device and the suture came out with the device. A femostop device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.